Event description:
Customer's initial call was regarding no delivery alarms. Unalbe to complete the troubleshooting and customer was advised to call back. Customer called back to report that he had visted the ER due to high blood glucose levels. Customer states she performed 7.2 lead screw test on her own and pump passed the test, but stated that driver arms were not pushing the plunger. Customer declined further troubleshooting and requested a replacement pump.